Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered infusion set occlusion at site event. Patient replaced infusion set and resumed insulin successfully. No further information available.